Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Four photos and two 10 ml ll euro syringes were received and evaluated. A visual inspection was performed, and normal amount of silicone was observed in the syringes. The conditions observed conform to product specifications. Furthermore, a device history record review was completed for provided lot number 3303142. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: we have had an issue raised regarding the 300912 10ml plastipak syringe from our paediatric cancer and blood unt 27b. Issue: when opened from packet, condensation and residue found. Residue is sticky and appears to be oily/gel-like, and causing a slight increase in resistance and noise when aspirating. Original syringe from lot 3303142. Multiple syringes checked from same lot and same situation applied, differing levels of residue/condensation. Opened a new box to replace those from lot 3303142. Found same situation in this box - lot 320847. Expiry dates: ¿ 3303142- expiry 2028-09-30. ¿ 3208437 - expiry 2028-06-30. Could you please investigate this issue, there is concern with using these syringes and this vulnerable patient group. The impacted syringes are quarantined in the cn office for collection and review. Please also arrange for replacement stock or a refund for 27b. These are sourced via onelink, if a po is required 3802217 was created on the 4th july 2024. Additional information provided: the 60ml syringe was also found to have the same issue as the 10ml. To my assessment it appears there is too much lubricant in the syringe and on the plunger. In the initial faulty product ticket I received ward 27b only identified the 10ml syringe as an issue. When I collected the syringes they also gave me the 60ml which was easier to see the issue as the syringe is larger. I included it in the return as it demonstrates the issue 27b were trying to identify.

Manufacturer narrative:
D.4. Other lot number includes 3303142 and other expiration date includes 2028-09-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-10-30.